Manufacturer narrative:
(B)(4). The covidien service engineer (se) troubleshot this issue with the customer over the phone. The customer reported that the ventilator failed the oxygen (o2) flow portion of the extended self-test (est) causing the alarm. The customer stated that the oxygen tank being used was empty. The o2 tank was replaced and the customer performed extended self-testing on the device and all tests passed. Covidien was not authorized to repair the device.

Event description:
It was reported that, an 840 ventilator generated a safety valve open error message and the user was not able to get into service mode. The ventilator was not in use on a patient at the time the event occurred.